Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and did not know the reason why the alarm occurred. Reportedly, the customer stated had placed a piece of tape over the vents on the back of the pump. Tandem technical support educated the customer that the vents are used to detect outside pressure from the pump. During follow up with tandem technical support, the contact reported that the pump was able to clear and resume insulin delivery. The customer's blood glucose level was not impacted.